Manufacturer narrative:
Device evaluated by MFR.:a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most distal rows were lifted upwards and pushed distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous proximal end of left circumflex (lcx) artery. A 3.00x24mm promus element plus stent was advanced to treat the lesion. However, resistance was encountered and the device was unable to cross the lesion. The physician smoothly removed the device and pre-dilatation with unspecified balloon catheter was performed. Upon inspection outside the patient's body, it was noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous proximal end of left circumflex (lcx) artery. A 3.00x24mm promus element plus stent was advanced to treat the lesion. However, resistance was encountered and the device was unable to cross the lesion. The physician smoothly removed the device and pre-dilatation with unspecified balloon catheter was performed. Upon inspection outside the patient's body, it was noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported. Patient's status was good.